Manufacturer narrative:
(B)(4). It has been reported that the device will be returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted. Refer to mdrs 1226348-2018-10226 and 1226348-2018-10228 for information regarding the two other devices reported in this event.

Event description:
As reported by the ous affiliate, one day after implantation, 3 codman microsensors displayed inconsistent readings and were removed. There were no reports of delay or patient harm.

Manufacturer narrative:
Updated UDI : (B)(4). The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated UDI : (B)(4). The sensor was returned and evaluated. A review of quality records found the component met all manufacturing and quality testing/inspection specifications. Evaluation of the returned component found no visible damage to the sensor. The catheter material was kinked 47.6 cm from the tip, and the codman label was missing from the connector. The device passed all electronic, noise, linearity/hystereis and signal drift tests. A review of finished good manufacturing records found the device met specification when released to stock. Based on the information available, the reported issue was not able to be confirmed. The device functioned as intended. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.